Event description:
It is reported that the patient was revised due to a periprosthetic femur fracture. This was treated with a revision of a 250mm cemented versys stem and circlage fixation of the femur. The acetabular liner was worn, but the metal shell was well fixed and retained. A 32mm converge acetabular liner was cemented into the metal shell. Two years after revision the patient experienced a posterior dislocation of the hip requiring a closed reduction. Implant and explant date are unk.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a hg ii shell, unk versys 250 mm stem, and an epsilon acetabular durasul standard insert. Twelve years after operation, the patient experienced pain associated with the subsidence of the femoral component and osteolysis. The patient fell and sustained a periprosthetic femur fracture. The total hip was then revised. Two years after revision, the patient experienced a posterior dislocation of the hip requiring closed reduction. The patient activity level, weight, and build were not provided for this analysis. No product and/or x-rays were supplied for review. The report does state that the cup was implanted with a vertical inclination of 51 degrees and 8 degree anti-version. Although these details were provided, it is not known whether or not this is representative of the patient's natural anatomy. If not, this cup placement could accelerate wear, increase point loading, or put the cup at a higher risk of loosening with an offset head center. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.